Event description:
Unable to remove - tampon [foreign body in reproductive tract]. Unable to remove tampon [complication of device removal]. String was not secure - came out without tampon [device breakage]. Case description: consumer reported via email that the tampon string was not secure and came out without the tampon, no serious injury was reported. Follow-up: 07-dec-2021: product identified as ontex l. Via provided photo. Please see report 1216894-2022-00002 regarding the actual product involved that was not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Unable to remove - tampon [foreign body in reproductive tract]. Unable to remove tampon [complication of device removal]. String was not secure - came out without tampon [device breakage]. Case description: consumer reported via email that the tampon string was not secure and came out without the tampon, no serious injury was reported.